Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, wall adapter and charging pad. There was no reported adverse impact to the customer. New charging supplies were sent to the customer.